Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The returned attachment was tested by manufacturing personnel and failed for bur insertion and removal, rotation, run noise, leak, and cap temperature. Production testing was halted after cap temperature testing for safety concerns. Quality personnel then investigated the attachment. Maximum temperature for the attachment did not exceed requirements. Free run testing for 30 seconds resulted in a maximum temperature of 34.4 c. Free run testing for 3 minutes resulted in a maximum temperature of 59.7 c. Load testing attachment for 3 minutes resulted in a maximum temperature of 49.1 c. During examination after disassembly, interior cap exhibited moderate debris. After the set was removed, it was noted the cap cavity exhibited a moderate amount of debris and corrosion. Cap, set and head cavity all were dry and lacked any lubrication. Head tail, tail, set and main drive dog gear assemblies all exhibited slight wear and/or debris and moderate to severe corrosion. All components were dry and lacked lubrication. It is possible that lack of lubrication may have caused friction and as a result, an acceleration of wear for components mentioned above. This accelerated wear then could have caused debris to form inside the rotating components causing further friction and accelerated wear. This combination of events could have caused the heat reported in the complaint. A failure in the bur tube material may have caused a crack to form in the bur tube assembly. This may also have led to the pilot separating from the bur tube as was the case during cut testing performed by quality personnel. Dentsply was unable to duplicate the bur separating from the attachment due to the pilot separating from the bur tube at which time the testing was halted.

Event description:
On (B)(6) 2016, a customer reported a midwest e 1:5 ca attachment would not hold a bur, with no indication of injury or intervention. Dentsply has an exemption from reporting bur walkout malfunctions if no death or serious injury resulted (exemption # e2004005). However, during repair by our repair facility on (B)(6) 2016, it was found that the midwest e attachment overheated while testing; no injury resulted and no intervention was required.